Event description:
The recipient reportedly experienced mastoiditis with abscess. On (B)(6)2017, the recipient underwent a surgical procedure and was treated with IV antibiotics. The recipient was then treated with oral antibiotics. The recipient is cleared for device use. The recipient is being monitored and continues antibiotic treatment.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details were unsuccessful. The recipient is using the device. The recipient remains implanted. This is the final report.